Event description:
Device malfunction: failure to inflate/balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during angioplasty in the right inferior limb, an attempt was made to inflate the fox plus balloon; however, it did not inflate and remained tightly folded. The device was removed and a non-abbott device was used. No adverse pt effect was reported. Though requested, no additional information was not provided. During abbott vascular device analysis a pinhole in the balloon was revealed.

Manufacturer narrative:
(B) (4). The complaint device was returned complete and inserted in a guide wire protection tube. The tip of the device and the marker bands did not show any abnormalities. The device was flushed and guide wire compatibility was performed. During inflation of the device a pinhole was visible in the distal area of balloon . Based on the investigation findings, a root cause for the pinhole could not be determined. No evidence could be found that would indicate a device quality issue. A review of the finished device lot history record did not reveal any non-conformities, which could have contributed to this event.